Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-apr-2026, a sales representative reported via email that during an open biceps tenodesis procedure, the inserter of two ar-3688 knotless fibertak biceps implant systems broke off in the patient. The detached fragment was not retrieved from the patient. The issue was identified intraoperatively on (B)(6) 2026.